Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with blood in the inflation lumen. Microscopic examination revealed a pinhole and scratch in the midshaft near the guidewire exit notch. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous kinks throughout the shaft. There was no other damage revealed.

Event description:
It was reported that balloon rupture occurred. The 100% of stenosed target location was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body without any issues. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% of stenosed target location was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body without any issues. The procedure was completed with a different device. No patient complications were reported.